Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent injuries [injury], hyperzincemia [hyperzincaemia], hypocupremia [copper deficiency], extensive nerve damage [nerve injury], numbness in toes, knees, fingertips, elbows, hands, legs, muscles [hypoaesthesia], tingling in toes, knees, fingertips, elbows, hands, legs, muscles [paraesthesia], weakness in toes, knees, fingertips, elbows, legs, hands, muscles [muscular weakness], difficulty walking which requires use of wheelchair [gait disturbance]. Case description: an attorney reported that their adult female client, now age 57 years, used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 1995 through 1996, and super poligrip denture adhesive, unspecified total daily use beginning 1996 to present, and reported the following: profound and permanent neurological injuries, severe and permanent injuries, hyperzincemia, hypocupremia and extensive nerve damage resulting in numbness in toes, knees, fingertips, elbows, legs, hands and muscles, tingling in toes, knees, fingertips, elbows, legs, hands and muscles, weakness in toes, knees, fingertips, elbows, legs hands, and muscles, and difficulty walking which requires her to use a wheelchair. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.